Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source image goes dark when inserted. The issue was found during an unknown type of procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image goes dark when inserted was confirmed. The device evaluation found it was too dark to see the image due to a defective non-olympus brand lamp. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.